Event description:
A customer reported a cartridge alarm 20 issue with their pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and sent out a new pump. They provided instructions to the customer on how to put the pump into storage mode and asked them to return the faulty pump using a provided return box and pre-paid label. The customer understood and acknowledged all steps.